Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via telephone call that the insulin pump had been alarming for no delivery during the manual prime for the past ten days. The customer did not recall a blood glucose reading. The customer reported that something was not properly in place during the rewind. The customer was advised to disconnect and reconnect the tubing and reservoir and to manually push the insulin. The customer reported that insulin did exit. The customer was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime. The customer reported that the insulin pump did not alarm for no delivery but did not rewind all the way. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.